Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications and no sign of a pericardial effusion at the discharge. Three weeks after the procedure had been completed the patient was admitted back to the hospital with symptoms of a pericardial effusion. A transesophageal echocardiography was performed and showed no signs of the effusion. The hemodynamics of the patient remained stable. No intervention was performed to treat the pericardial effusion or symptoms. The patient was discharged home shortly after this was done.